Event description:
Pt was implanted in 2001 with deep implant that was difficult to cannulate. Pt complained of pain. In 2002 pt was hospitalized for possible air embolism. A hole was found in the cannula and the life site was explanted and a temporary catheter placed.